Manufacturer narrative:
Correction to a previously reported aware date in the prior MDR. G3 aware date corrected from (B)(6) 2026 to (B)(6) 2025.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient underwent spiration valve placement procedure and 3 spiration valves were placed in the left upper lung. The patient had a pneumothorax one day post procedure. A chest x-ray was performed and showed a small l-apical pneumothorax. The patient's oxygen supply was then increased from 2l/min to 5l/min. The pneumothorax was resolved without sequelae. There were no further reports of patient harm. The physician indicated that the event was related to the devices and procedure. This report is 2 of 3 valves.